Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, cracked case near the display window corner and minor scratches on the display window noted. The insulin pump was inspected with no loose drive support cap noted.